Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharge home. "The patient was evaluated approximately 24 hours post-ablation and required an exploratory laparotomy. A 3cm small bowel perforation was identified associated with thermal injury. The portion of bowel was resected and a primary reanastomosis was performed. There were two perforations on the uterine fundus associated with thermal injury. A subtotal hysterectomy was performed. The patient is doing well and was discharged home".